Manufacturer narrative:
A device history record review was completed for provided material number 381123 and lot number 1110980. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Per the information received regarding the sample return, no samples belonging to angiocath material 381123 were returned (samples belonged to related (B)(4) ¿ insyte material 381211). Therefore, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
(B)(6)2024: could you confirm whether there have been negative consequences for the patient? (Serious injuries, medical intervention, need to change treatment)? No, no consequences please provide an event date: (B)(6)2024. Has there been an exposure of health care personnel to blood or body fluids? No. Have any other actions been taken? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath cannula breaks. The following information was provided by the initial reporter, translated from italian to english: he found it difficult to use as they "slide with difficulty and the cannula breaks". He tested on 5 pcs of code 381123 (blue).